Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4); the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient received two inappropriate shocks due to the device double counting twaves. The subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed to a different vector and the patient was monitored. Approximately one year later the patient presented with four inappropriate shocks. Upon interrogation it was noted that there was oversensing of noise leading to the inappropriate shocks. A different vector was attempted, which also showed noise. It was noted that over the last year the patient had presented to the emergency department with complaints of phantom shocks. Therapy was programmed off in the device and a revision procedure was performed where it was found the s-ICD was not sutured down. This was determined to be the cause of the noise. The s-ICD system was explanted and a transvenous implantable cardioverter defibrillator (ICD) was implanted without issue. No additional adverse patient effects were reported.